Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: ¿when the stapler is used for stapling there has a resistance which requires force to trigger off the stapler. Consequence: the stapling is not straight.¿ no pt injury reported.